Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose exceeded 600 mg/dl while wearing the pod on the infusion site (abdomen). Ketones was high. Patient's treatment included intravenous treatment, fluids and a constant monitoring of blood glucose. The patient was prescribed pain medication, standard tylenol over the counter. Patient was in the emergency room for a day. The patient stated that this pod malfunctioned but patient¿s spouse believes it could have been because of build scare tissue on the site that prevented the pod from working properly.